Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on right ventricular lead. Low impedance was also noted. The patient paces less than 1% in the ventricle. The patient was not symptomatic. The lead was reprogrammed and would continue to be monitored.